Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a (B)(6) male patient with a history of asthma, copd, htn, cad (mi and stent), dyslipidemia, carotid bruit and nephrolithiasis (2006) underwent a left heart catheterization with ventriculogram done on (B)(6) 2010. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that the mynx device failed. (No further description of the failure was provided.) It was also not mentioned in the medical reports how hemostasis was achieved. It did state that the patient tolerated the procedure well and there was no report of immediate complications. The patient was observed over the next several hours and continued to do well. The patient was reported to be clinically stable, asymptomatic and ambulating well without complaints and with a stable groin puncture site. The patient was placed on a 48-hour holter monitor and discharged home the afternoon of (B)(6) 2010. On (B)(6) 2010, the patient returned to the hospital (transferred from another hospital) with complaints of severe right calf pain and was admitted. A lower extremity venous doppler performed on the right side was negative. On (B)(6) 2010, patient underwent an angiography which revealed high-grade stenosis in the right renal artery, moderate focal stenosis in the bilateral common iliac arteries with some ectasia, and a small amount of focus in the right common femoral artery (cfa). Separately, it was reported that there was an occlusion of the posterior tibial peroneal trunk - noted as a possible acute thrombus. The patient was put on tpa therapy and on (B)(6) 2010, a repeat angiogram was performed which showed that the occlusion remained. On (B)(6) 2010, after another angiogram, the tpa therapy was re-started. On (B)(6) 2010, another angiogram was performed and the occlusion still remained as well as mild swelling in the right lower extremity. The patient underwent a 4-compartment fasciotomy to rule out compartment syndrome of the right calf. The patient remained hospitalized and on (B)(6) 2010, the patient underwent wound closure (from the fasciotomy of (B)(6) 2010). There was no information provided on patient status after this date or any discharge information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and investigation performed, the root cause of the reported device failure could not be conclusively determined. In addition, it is unknown if a pre-procedure femoral angiogram was taken to assess suitability of closure. The mynx instructions for use states to confirm via femoral arteriogram: cfa single wall puncture, evidence of adequate flow and that there is no evidence of significant pvd in the vicinity of the puncture. In addition, the reported occlusion could not be conclusively determined without the source documents or the material to perform chemical analysis of the composition. It is unknown if the material was sent to pathology. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the device was not assessed to have caused or contributed to the reported event. On 08/20/10, aci received new information which gave cause for a re-assessment of the incident. At this time, it was determined that the incident should be reported to FDA as it is unknown whether the device may have caused or contributed to the reported event.